Event description:
It was reported that the device longevity was approaching end of life and it was questioned why the device was not lasting longer. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.